Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. All of the buttons functioned properly and no damage was noted to the keypad assembly. No frozen display or unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported that when she went to change her set the insulin pump alarmed no delivery and the customer was unable to clear the alarm. Customer stated that the buttons on the insulin pump were unresponsive. Through troubleshooting the customer was able to clear the alarm and get the buttons to work. Customer's blood glucose reading at the time of the call was 202 mg/dl. No further information reported.